Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient did not put the ipg in surgery mode as recommended prior to an unrelated medical procedure. As a result, patient¿s ipg was unable to communicate with external devices, and the patient lost therapy. A manufacturer representative confirmed the issue, and the ipg was deemed inoperable. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.